Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A '113" (287 cm) appx 21.2 ml, 10 drop primary set w/2 clave® clear, rotating luer' reportedly had pinhole leakage at 1:00 pm on the day of the event. Due to this issue, the patient did not receive his full renflexis (infliximab) infusion. At the 1hr 30mins mark, the nurse went to increase the IV drip rate to 250ml per hour; however, the medication bag was found to be empty. Below the IV bag and tubing, there was a small puddle on the floor. Estimated amount of fluid was 10ml. The drip "regulator" (roller clamp) was adjusted throughout the infusion correctly. The nurse deemed the volume of medication found on the floor to be negligible". Given the minimal volume involved, the nurse determined that no medication replacement or top-up was required. The patient is also on methotrexate, 4 tablets weekly. There was no harm to the patient.